Manufacturer narrative:
Additional information received indicated that the patient has not presented back to the clinic. At this time there are no plans for additional intervention. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable left ventricular (lv) lead was suspected to have dislodged. There had not been any changes in pacing threshold measurements or sensing. However, the physician did not feel the lead was in the original position of implant. A revision procedure planned to take place in the near future to reposition the lv lead. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
Prior to a procedure taking place the lv lead has temporarily been turned off. The patient is currently only receiving right ventricular therapy.

Event description:
--